Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported reading was not found in the meter's memory. The reported test strips were not received for investigation. Retained test strip samples from the same lot reported by the customer (1159227) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.

Event description:
Customer reported that on (B)(6) 2011 at 6:00 am, using his adc blood glucose meter he received a reading of 198 mg/dl which was higher than he felt. Customer also reported while he was in the process of testing his blood glucose he "almost fainted" and had symptoms of "dizziness, vomiting, and fatigue". Customer further reported that on (B)(6) 2011 at 10:00 am as a result of high readings he had seizure. No third-party medical intervention was reported. Customer self treated with food. There was no report of death or permanent impairment associated with this event.